Manufacturer narrative:
The subject device was returned to omsc for evaluation. In receiving inspection, omsc confirmed the occurrence of noise and disappearance of the endoscopic image during the control of the angulation. In the evaluation, the reported phenomenon was duplicated when the video connector of the subject device was shaken. As a result of confirmation of the condition in the video connector, there was no disconnection. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The video connector of the subject device has no repair history more than 6 years. Therefore, the cause of the reported event could not be conclusively determined, however, the possible cause of the reported event might be aging deterioration. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that noise and disappearance of the endoscopic image occurred during an unspecified procedure and that the facility replaced the subject device with a similar but different scope (ltf) to complete the procedure. There was no patient injury reported.